Event description:
It was reported to boston scientific corp in 2009, that a button replacement gastrostomy device was used during a peg (percutaneous endoscopic gastrostomy) procedure. According to the complainant, the backflow valve failed after 3 months, allowing stomach contents to backflow. The procedure was completed with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed.